Event description:
Oracle ro 1223184: double beep with cassette (during testing / no patient injury).

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the device tamper seal was intact upon receipt. Error codes were found in the ehl (event history log). The customer reported problem was not duplicated during the investigation. Root cause of the reported event is unknown, but fluid ingression was found on the downstream sensor. It is recommended that the downstream sensor be replaced. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6400, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown